Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-14636 and 1627487-2021-14638. It was reported the patient underwent a full scs system replacement. The patient's scs system was replaced with a drg system. Reportedly, the patient stopped charging, and had not used the stimulation since 2018 because it did not help his back pain. Effective stimulation was restored postoperatively.